Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with product received. Visual inspection identified that the blue sleeve at the tip of the insterter was cracked and fractured. The fractured piece was not returned. The strike plate has impaction marks that is consistent with potential use over an approximate field age of 6 years. No other damages were identified. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (.b)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to surgery, the operating room staff opened the instrument case for preparation. It was discovered that the blue sleeve at the tip of kinectiv inserter was found cracked. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.